Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Husband reported 3 infusion sets leaked insulin on approximately (B)(6) 2015. The lot number of the infusion sets was not available. The customer experienced hyperglycemia as a result, but no adverse event was reported. The alleged product was requested for evaluation.